Event description:
It was reported to philips that the device turned itself off and restarted during clinical use. No patient involvement or harm/injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.

Event description:
It was reported to philips that the tempus pro experienced an interruption during patient monitoring and the device performed a self-test. The device was in use at the time the reported event occurred, however, no health consequences or impact were reported.

Manufacturer narrative:
Update evaluation results code and component code.